Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
A supplement report will be submitted should additional information be provided. Additional customer contact information was provided and is as follows: (B)(6) biomedical engineer, (B)(6). H3 other text : device not returned to manufacturer.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Patient height 180 cm.

Event description:
It was reported that after patient transport and during patient use, the cardiosave intra-aortic balloon pump (iabp) did not give a waveform after the end user tried transducing the central lumen of the iab. It was also reported that the end user was able to aspirate blood and that the lumen flushes. However, the iabp unit showed "pressure-no cable." The end user then attempted to switch the airline on another iabp unit and connected the transducer pressure cable to an unrelated cs300 iabp unit and received a waveform. The patient was then completely transferred to the cs300 iabp unit and advised that the iabp unit involved will be sent to the biomedical department. Furthermore, it was reported that prior to attempting to transduce the central lumen, the transport team attempted to transduce the side port of the catheter. No patient harm, serious injury or adverse event was reported.